Event description:
A report was received that pt was experiencing pain at the pocket site and lower back. In addition, the pt reports that her pain is radiating into her buttocks. The physician prescribed the pt lidoderm patches for the pain and plans to reposition the ipg to a higher position.